Manufacturer narrative:
The failure investigation has been completed and the alleged battery issues were verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating which resulted in the pump unexpectedly shutting down. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 150 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.